Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported that there was a lead issue which was indicated to be an impedance issue. The left side impedances were normal however the right side lead had failed. Pre-operative impedances on (B)(6) 2015 were greater than 40,000 ohms on all contacts of the right side. During intra-operative for a revision case, they were exploring lead viability. Intra-operative impedance values were between 5000 ohms and 7000 ohms when connecting/testing with the twist lock directly to the right lead. Impedance values were 0/1-5122, 0/2-5596, 0/3-6199, 1/2-6011, 1/3-6732, and 2/3-6164. They were going to test for side effects and patient response to confirm integrity of the lead. It was unknown if the patient had recovered completely. The patient had been implanted bilaterally in 2011. Further follow-up is being conducted to obtain information about patient information, symptoms,onset, actions/interventions taken and outcome. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative that reported the patient had experienced a return of parkinson's disease symptoms which had first been experienced a week prior to the revision case. The lead was changed as the old lead was broken.